Event description:
Procedure type: c-section. According to the reporter: section due to face presentation; child was already deep in birth canal. During section there accrued a tear (rupture) up to close to portio. The tear was treated with polysorb. After 8 days (B)(6) there was post-operative bleeding in this stitched area and emergency surgery, 2 liter blood found in abdomen. Application of more products in order to secure. Patient was injured, emergency surgery necessary, extension of incision necessary, there was unanticipated tissue loss of vascular tissue, no part of device fell into cavity, no reinforcement material was used, blood loss of 2 liter.

Manufacturer narrative:
(B)(4).